Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed the standalone kit and 30 x-ray batteries needed to be replaced. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that during the select patient/acquire scans task of a sacroiliac and thoracolumbar procedure, the site received the "initializing please wait" message on the system, and this was the second occurrence of the issue. The site had the system around the patient, the image acquisition system (ias) gantry closed successfully and the tube aligned ap. At that point they got the "initializing please wait" message on the system. The site rebooted a few times, then took the system out of the room and switched to a c-arm. Navigation was not used for the procedure. There was a delay to the procedure of less than one hour. There was no reported impact on patient outcome.

Manufacturer narrative:
The standalone pcba board was returned to the manufacturer for analysis. Analysis found the board failed a bench test and one of the fuses was blown. Analysis found that the reported event was related to a electrical issue. The two battery packs were returned to the manufacturer for analysis. Analysis replicated the reported issue and found that both battery packs failed bench tests. Analysis found that the reported event was related to a electrical issue. If information is provided in the future, a supplemental report will be issued.